Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding menstrual heavy, itchy rash, lower extremities ulcers of, morbid obesity and vaginal pain. Concomitant products included clotrimazole. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and mood swings ("extreme mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("extreme vaginal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation & hysterectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, back pain, vulvovaginal pain, dysmenorrhoea, metrorrhagia, fatigue, mood swings, migraine and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods). Essure removed? No. Insertion date discrepancy notes- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: tubal occlusive devices in good position. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received. Reporter information updated. Lot number added. New events: abnormal bleeding (vaginal), fatigue, extreme mood swings, vaginal pain,migraines / headaches, weight gain were added. Medical history and concomitant drug added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding menstrual heavy, itchy rash, lower extremities ulcers of, morbid obesity and vaginal pain. Concomitant products included clotrimazole. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and mood swings ("extreme mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("extreme vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), migraine ("migraines / headaches") and pain in extremity ("down r and l legs pain"). The patient was treated with surgery (ablation & hysterectomy and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on 13-sep-2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain and pain in extremity had resolved and the vaginal haemorrhage, vulvovaginal pain, dysmenorrhoea, metrorrhagia, fatigue, mood swings, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, mood swings, pain in extremity, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods). Essure removed? No. Insertion date discrepancy notes- (B)(6) 2009. Current weight 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: tubal occlusive. Devices in good position. Lot number: 627314 manufacturing date: 2008/06 expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received. Event: down r and l pain were added. Event outcome were updated to recovered: heavy periods, pelvic pain , back pain , abdominal pain , both legs pain . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding menstrual heavy, itchy rash, lower extremities ulcers of, morbid obesity and vaginal pain. Concomitant products included clotrimazole. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and mood swings ("extreme mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("extreme vaginal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation & hysterectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, back pain, vulvovaginal pain, dysmenorrhoea, metrorrhagia, fatigue, mood swings, migraine and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods). Essure removed? No. Insertion date discrepancy notes- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: tubal occlusive devices in good position.. Lot number: 627314, manufacturing date: 2008/06, expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods). Essure removed? No . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) - bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Previously reported event "injury" is replaced with "pelvic pain", events- "abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods)", reporter, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.